Manufacturer narrative:
Relevant components include: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,500 mcg/ml compounded baclofen at a dose of 300 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the catheter was not working. The hcp tried to aspirate through the side port but could not aspirate. The catheter was completely replaced. The issue was resolved at the time of this report. The explanted catheter was discarded by the costumer. The patient's status was "alive - no injury" and no symptoms were reported and no further complications were expected or anticipated.